Event description:
It was reported that a patient underwent a pelvic organ repair procedure to treat pelvic organ prolapse on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures on (B)(6) 2008 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh revision/removal. The patient underwent surgery on (B)(6) 2011 due to mechanical failure of other implant and internal device. No additional information was provided. (B)(4) - mechanical failure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, yellow vaginal discharge, and urinary frequency. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infection, yellow vaginal discharge, and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a caldera: desara implant. The patient experienced pain, extrusion, infection, bowel problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that the patient underwent cystoscopy, removal of suprapubic skin lesion, vaginal exploration with removal of mesh and closure on (B)(6) 2010 by dr. (B)(6) due to exposed vaginal mesh and suprapubic skin lesion. It was reported that the patient underwent cystourethroscopy on (B)(6) 2013 by dr. (B)(6) due to bladder outlet obstructive symptoms and mixed urinary incontinence.